Manufacturer narrative:
Device is a combination product.   (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. Predilation was performed with a 2.5x15 maverick balloon catheter. A 3.00 x 38 synergy drug-eluting stent was advanced to treat the lesion but failed to cross. Upon removal of the device, it was noted that the device became stuck and the shaft broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal edge of the crimped stent was damaged. The struts were raised and misaligned. The damage to the stent is consistent with force/resistance being encountered with the stent delivery system. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. Predilation was performed with a 2.5x15 maverick balloon catheter. A 3.00 x 38 synergy drug-eluting stent was advanced to treat the lesion but failed to cross. Upon removal of the device, it was noted that the device became stuck and the shaft broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.